Manufacturer narrative:
Exact date unknown, event occurred years ago from the aware date. Explant date: years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 16250623/15998946.

Event description:
It was reported that the patient's ipg was non functional. The patient underwent a spinal cord stimulator explant procedure. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.